Manufacturer narrative:
The investigation determined that high calibration signals may have led to the issue. The specificity of elecsys hiv combi pt is less than 100%, therefore false reactive results may occur. All initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt performs within specification

Event description:
The initial reporter stated they received questionably positive test results for sample from one patient tested with elecsys hiv combi pt on a cobas e411 rack. No questionable results were delivered to the patient. The customer noted they frequently have patient results recovering < 70 coi and these sample generate non-reactive results in parallel tests. No additional details were provided. A first sample collected from the patient resulted in an hiv combi pt value of 4.21 coi (reactive). A second sample collected from the patient and tested on (B)(6) 2025 resulted in hiv combi pt values of 4.27 coi (reactive), 4.01 coi (reactive), and 4.05 coi (reactive). A rapid test and a fingerstick test performed on (B)(6) 2025 each had non-reactive results. The second sample from (B)(6) 2025 was processed in an external laboratory for confirmation testing and it resulted in an quantitative ultrasensitive hiv rna value of < 20 copies/ml (< 1.3 log).

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The last calibration performed on (B)(6) 2025 had signals that were higher than expected. A new calibration performed on (B)(6) 2025 had signals that were lower than those of (B)(6) 2025. The investigation is ongoing.